Manufacturer narrative:
Detailed product, initial report, and patient information was not provided to bsc and could not be obtained. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedance measurements greater than 3000 ohms. This lv lead remains in service. No adverse patient effects were reported.